Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable melted after being plugged in to charge. Reportedly, the cable was unable to charge. Customer was able to successfully charge the pump with a different cable. Customer's blood glucose level was 159 mg/dl. A replacement cable was sent to the customer.